Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: model: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7079381. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7079194. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the implantable pulse generator (ipg) was no longer holding a charge and the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.